Manufacturer narrative:
Manufacturing location: bd corporate headquarters is used as the manufacturing site. The actual manufacturing site for this device, high tech laboratory, is an OEM. The medical device expiration date is unknown as the lot number is unknown. (B)(6) the device manufacture date is unknown as the lot number is unknown. Evaluation: results- a sample is not available for investigation. A review of the device history record cannot be completed as the lot number was not provided for this incident. Conclusion- without a sample, an absolute root cause for this incident cannot be determined.

Event description:
It was reported that after the device was used on a patient, the safety mechanism was not activated and the nurse received a needle stick. The nurse had post exposure lab work and the results were negative for infectious disease.

Manufacturer narrative:
Device evaluation: per the manufacturing site, the lack of lot number and unavailability of the sample makes it impossible to conduct an analysis for compliance with the requirements of product specifications or to determine causes of the reported defect. As a result, no direct corrective actions related to this complaint will be undertaken. However, due to an increasing trend of the number of complaints for failure of the needle to retract, and more frequent accidental needle sticks, it was determined that bd would issue an official CAPA for high tech lab (htl) in relation to the retraction issue. Htl undertook corrective actions, ref no kdk - 44/2015. Based on analysis of samples provided by the customer in relations to previous complaints, it was determined that the main cause of the failure of the needle to retract is too long needle protrusion length from the molding of the complete needle. All planned actions under kdk - 44/2015 are completed and tightened control is conducted during final qc acceptance to evaluate effectiveness of the implemented actions. Should a sample be returned for evaluation, a thorough analysis will be conducted. At this stage, htl undertakes to monitor potential occurrences of the defect.